Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded a noisy episode in which oversensing on the ventricular rate/sense and shocking channels occurred. Duration was not satisfied; therefore the patient did not receive inappropriate therapy. All lead measurements were stable.